Event description:
As reported by the user facility: reports when pulling the needle out, a "pop" was heard, and it was noticed that the needle was separated completely from the hub. The needle was able to be removed without surgical measure. There was no pt injury. The needle was discarded. It is unk if any difficulty was noted during insertion or removal of the needle. It is also unk what type of procedure was being performed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report # (B)(4). Multiple follow up attempts made to the reporting facility to obtain add'l info were unsuccessful. The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed. While no specific conclusion can be drawn, incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. Review of the discrepancy management system database performed for the reported lot number didn ot reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There were no other reports of this nature against the reported lot number. All available info has been forwarded to the device manufacturer of the needle. If add'l pertinent info becomes available, a follow up report will be filed.